Event description:
The customer stated the table lowered 2 inches with a pt on the table.

Manufacturer narrative:
An independent service company inspected the table. They could find no problems that would have caused the table to suddenly lower the 2 inches reported by the operator.